Event description:
It was reported that this patient expired two days after the pacemaker implant. No allegations were made against device function. No information was provided regarding device whereabouts.

Event description:
It was reported, that this patient expired two days after the pacemaker implant. No allegations were made against device function. No information was provided, regarding device whereabouts. The field representative later reported, that the patient was very ill at the time of their death. And that the physician did not believe that the device caused and/or contributed to the patient's death.